Manufacturer narrative:
(B)(4). A visual assessment identified that the proximal section of the guide catheter was broken and it was not returned for analysis, the push catheter was kinked in several locations and the distal section of the stent was kinked. Based on the product analysis, the issue occurred during procedure, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink the push catheter and stent, this condition can result in issues deploying the stent due to friction between the catheters/stent at kinked areas, continued attempts to deploy the stent or excessive force retracting the guide catheter in order to release the stent can result in guide catheter breakage. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary duct, performed on (B)(6) 2018. According to the complainant, during the procedure, the guidewire was stuck inside the guide catheter. The guidewire could not be pulled out and the stent was unable to be deployed. There were no serious injury or no adverse patient effects reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide catheter detached/separated.